Event description:
User received erroneous calcium and creatinine results for 3 patient samples and investigation of the issue revealed the cuvettes on the analyzer were sporadically overflowing. Results for 3 patient samples were provided, 1 sample was discrepant. Initial creatinine result gave 3.0; repeated on another p module (B) (4) at the site gave 1.3 mg/dl. No patients were treated as the original results were not reported out. Creatinine reagent lot numbers, r1 62198701, r2 62050301, r1/r2 62154601. The field service representative found a leaky vacuum tube at position 5 of wash arm 2. He repaired the leaky tubing, checked and adjusted cell wash, detergent and blank. He ran diagnostic testing and the customer ran calibrations and all controls. Control recovery for all assays was within customer's acceptable ranges. Fsr could not duplicate reported error and verified the analyzer was performing within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.